Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a leakage was observed at the connecting part of cannula tube when setting the infusion cannula into the patient's eye during a cataract-vitrectomy procedure. The surgery was completed after replacing the infusion cannula with another one. There was no harm to the patient reported. No additional information is expected.

Manufacturer narrative:
The device history record review showed the product was released per manufacturer's specifications. The returned infusion cannula was visually inspected. A crack was found on the interface between the proximal end of the barb and flanged surface of the connector. There appeared to be no stressing on the material at the point of fracture. However, the crack shape was found to be abnormal and erratic, this observed damage was likely caused by a stressed induced fracture. The fracture on the component will result in the customer's experience. After a full evaluation, an exact root cause of when and where the component fractured could not be determined with the information available. The manufacturer internal reference number is: (B)(4).